Event description:
New information indicated that the lead continued to exhibited low impedance and noise. Noise was able to be reproduced in clinic. The physician determined that no intervention was necessary. The patient was in good condition and would continue to be monitored.

Event description:
It was reported that the noise episodes were detected on the atrial channel. Low lead impedance was measured. The lead remains implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information on (B)(6) 2014 during routine follow-up the lead continues to exhibit low impedance. The device was reprogrammed and remained implanted. The patient would be monitored. The patients medical condition was good.